Event description:
It was reported that the temperature reading of the catheter was low compared to the oral temperature of the patient. The oral temperature was higher and the difference was between 3 - 4 degrees. Customer checks the log and if they needed warm the patient by using "bear hugger" to keep patient's temperature, put a blanket on the patient. A vigilance ii monitor was being used. There have been no patient complications reported. The exact model number was not reported.

Manufacturer narrative:
Device is not available for evaluation, it was discarded at the hospital; the lot number is unknown as the package was thrown away. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time. A device history record review was not completed as the lot number was not provided.